Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1; 178 charge processes were documented. The memory content of the ICD was checked; disturbances in the ventricular channel and also in the ff channel could be seen in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was then tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis of the ICD did not show any indications of a material defect or manufacturing error. The ICD proved to be within the electrical specifications. There were no indications of a device defect. The analysis did not find a manufacturing error or material defect on either the leads or the ICD.

Event description:
Ous MDR - after an implantation time of about 5 years, oversensing with multiple shock deliveries was reported. There was no implant date provided other than it occurred in 2005. The entire system was explanted and no deterioration of the pt's state of health was reported. Selox sr 53, (B)(4), MDR: 1028232-2010-01986. Kentrox sl-s 65/16 steroid, (B)(4). MDR: 1028232-2010-01987.